Event description:
Reportedly, the patient underwent a laparotomy. The suture broke when patient coughed post operatively. Detected by surgeon 3 days post op. The patient was resutured without complication.